Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the controlled substance transactions were not crossing over to the cii safe a technical support specialist (tss) confirmed with the customer that the issue was resolved. A tss logged into the cii safe and verified that the network communication status was in an ok state. Support mode was accessed, and the communication logs were reviewed, showing normal operation. Network connectivity from the cii safe was tested via command prompt, and a successful ping response to ip address 10.1.2.86 was confirmed. The tss then accessed the es server and performed a ping test to ip address 10.58.150.44, which resulted in a request timeout. The tss informed the customer and requested coordination with the site information technology (it) team to verify whether any firewall or network restrictions were blocking communication from the es server to the cii safe. Later customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es controlled substance transactions were not crossing over to the cii safe. Refill quantities and related transaction information were not updating in the cii safe system, resulting in inaccurate comparison reports and rendering the restock function ineffective. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.